Manufacturer narrative:
Date of event is estimated. It was reported that the patient declined to disclose patient's weight. Investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-07534. It was reported that the patient experienced pain at ipg site. As a result, surgical intervention was undertaken wherein the ipg was explanted. During the procedure, the lead was inadvertently cut. Further surgical intervention may occur to address the issue.

Manufacturer narrative:
The following was inadvertently omitted: "2 anchors were implanted to cover the end of the severed tails of the lead."

Event description:
2 anchors were implanted to cover the end of the severed tails of the lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.